Manufacturer narrative:
The tech found the brake/steer caster was worn. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the brake/steer caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding (the casters swiveled when the brakes were engaged). There was no pt/user injury reported. (B)(4).